Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to: serial number (B)(4), lot number 62578. The event of bleb-related issue is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an attempt a bleb revision in the left eye due to a failed bleb against the xen®45 gts. The revision was unsuccessful so physician removed the xen®45 gts. Physician tried implanting another xen®45 gts but it was unsuccessful so they performed a trabeculectomy.